Event description:
It was reported that the lead exhibited a ventricular over sensing and low impedance. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.